Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent fracture can be a result of, but is not limited to, stent material, post dilatation technique, anatomical motion resulting in stress/fatigue of the stent material and/or interaction with other device post deployment. In this case, the stent fracture was not noted at the time of stent implant, suggesting that the noted damage occurred post procedure. However, a definitive cause for the reported stent fracture could not be determined. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported via trial that four years post sent implantation in the right internal carotid artery follow-up x-ray revealed a grade 1 stent fracture involving a single, proximal strut. The patient was asymptomatic and no treatment was performed. No additional information was provided.